Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device currently remains implanted and in service. No adverse patient effects were reported.